Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the display overlay was broken. Confirmed the display was dim. The electrogram (ECG) connector on lem board was loose. Major corrosion was found. The keyboard hinges were broken. The keyboard slide was broken. The power cord bay door was broken. The lower case feet were worn. Due to lack of parts the programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which returned into service subsequently tested out of specification during manufacturer analysis. There was no patient involvement.